Event description:
A female pt undergoing evaluation in the emergency dept was found to have a significantly discolored arm distal to the location of the cuff from the above device. The pt's blood pressure had reportedly been > 200mmhg systolic. Conclusions: the operational design of this device permits the unit to make measurements on extremely hypertensive pts by successively increasing the pressure in the cuff (up to three times) before making a determination, or alarming and returning to a deflated state. In elderly pts with high systolic blood pressures, this amount of time and cuff pressure may be contributory to tissue damage. Based on the performance check of this unit and comparison to other similar units, the operation of the device is correct as of the time of testing. In comparing the unit with other units, there are insignificant differences in the amount of time that the cuff is inflated to make measurements. It compares favorably with examples of other industry standard devices. The unit passed all documented tests for accuracy, and overpressure relief. It is believed that the device was operating as designed at the time of the event. Based on this investigation, the device is believed to have been correctly used by staff. There is no indication in the users manual that the device may cause injury to individuals with high systolic pressures, or any specific range of pressures that are contraindicated for nibp usage. This type of injury may be an undesired effect of nibp usage on elderly pts with high blood pressure values. The hosp should consider limiting nibp technology usage on pts whose physical characteristics, age, or systemic blood pressure makes tissue damage probable from repeatedly inflated cuffs on the extremity. (*)